Event description:
Directors of sales training and development reported a patient with a granuloma. The patient was on morphine with a daily dose of 1.3 mg/day and a concentration of 20 mg/ml. The patient reportedly had one MRI due to a seizure, in which there were no reported issues before or after the MRI. There were no reported volume discrepancies or error codes on the pump. The physician reports to believe that the seizure is unrelated to pump therapy. No other patient symptoms were recorded. The granuloma was confirmed through the physician ordering the MRI and was reportedly in the proximity of the tip of the catheter. The physician reported that they do not believe the pump to be the root cause of the issue, but rather due to the relatively high concentration of medication. The pump was turned off and the patient was referred to a neurosurgeon. Three months later, agent reported a volume discrepancy. The expected volume was 6.6mls and 15mls were aspirated. The patient's pump was filled with morphine 4mg/ml and programmed in constant flow with ptc. Agent reported that the patient has not had any recent MRI exposure. Agent reported the patient reported a slight increase in pain, but always got pain relief when using their ptc. Seven months after the alleged volume discrepancy, the pump was explanted.

Manufacturer narrative:
Pending analysis of returned device. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
Additional information was provided that the granuloma was confirmed through the physician ordering an MRI and that it was in the proximity of the tip of the catheter. Additionally, it was reported that the physician reports that they do not believe the pump to be the root cause of the issue, but rather due to the relatively high concentration of medication. It was also confirmed that the patient is not in the post approval study.

Manufacturer narrative:
Additional information: a3, g1 (second address) corrected information: h3, h6 device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Operation of the pump reservoir function was checked by filling the reservoir with 20ml of sterile water for injection and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5ml of sterile water. The pump was programmer with a flow test over a twenty-four hour period. The dispensed volume was 0.0ml. The top cover of the pump was machined off and the valves' "pull open / hold open" currents were measured. The results showed that the current required to pull open both the inlet and outlet valves exceeded the design specification for the valve. Internal complaint number: (B)(4).

Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. (B)(4).

Event description:
It was reported that patient experienced granuloma symptoms. The patient reported a slight increase in pain, but always got pain relief when using their ptc. The patient did have one MRI due to a seizure, in which there were no reported issues before or after the MRI. There were no reported volume discrepancies or error codes on the pump. The physician reports to believe that the seizure is unrelated to pump therapy. On (B)(6) 2019 prometra ii 20ml pump was reported for volume discrepancy.